Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) since the device was discarded by user. Therefore omsc could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. The manufacturing record of lot indicated was reviewed, with no irregularities noted. These types of the probe damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that seal & cut short circuit error occurred and the probe was cracked when the user output the device contacting with metal or something hard, besides the probe was broken when the probe was subjected to a load. Probe damage error occurred due to the cracks on the probe. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a hepatectomy, the subject device was used. In the procedure, seal & cut short circuit error and probe damage error occurred. When the user cleaned the probe outside the patient, it broke off. The procedure was completed with another thunderbeat. There was no patient injury reported.